Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, calibrated the pump, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the latch was damaged. The customer returned the product for the latch damage, and during inspection it was found that the downstream occlusion (dso) seal was delaminated. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed during visual inspection. Visual inspection found the downstream occlusion(dso) seal was delaminated. The dso seal was replaced.